Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon not happy with outcome of surgery. Pt started in valgus ended up in varus.

Manufacturer narrative:
Reported event: an event regarding issue unclear involving a mako tka software was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: review of the case session files noted the following: the session and vplog data from the case was reviewed. An analysis of the implant plan, checkpoint check values, registration values, probe check values, rio registration and verification values, bone preparation checkpoints values, and cutting tool location was completed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. The rio cut all five femoral planes, as well as the tibial plane, on target based on the burrlist plane analysis. Upon analyzing the registration pattern performed by the doctor, it was found that points were collected properly, resulting in a high registration accuracy. One thing to note would be that both the sharp and blunt probes barely passed probe check with rms values greater than 0.9. This could indicate an issue with the divot on the end effector array or the array setup on the ee array. If values are consistently this high, an ee array replacement is recommended. -clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event was confirmed a valgus knee underwent surgery, the resultant construct was malpositioned. Root cause: the root cause cannot be determined without additional medical information. Product history review: a review of device history records shows that (B)(4) was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(4) shows 0 similar complaints for tka software - issue unclear. Conclusions: it was reported after a mako tka surgery, the surgeon was not happy with outcome of surgery. Patient started in valgus and ended up in varus. A clinician's review of the provided medical records indicated that the event was confirmed; a valgus knee underwent surgery, the resultant construct was malpositioned. A review of the provided patient session files and crisis logs indicated that all registrations were successfully captured and the rio completed all cuts on target based on the burrlist plane analysis. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. The exact cause of the event could not be determined because insufficient information was provided. Further information such as surgical notes/operative reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon not happy with outcome of surgery. Pt started in valgus ended up in varus.